Event description:
Case description: patient was not ready to share any information hence no further information available. Since last submission case has been updated with following information expected date of follow up report was extended by 15 days narrative updated accordingly.

Event description:
Case description: since last submission case has been updated with following information expected date of follow up report was extended. Narrative updated accordingly.

Event description:
Case description: since last submission case has been updated with following information. Expected date of follow up report was extended by 30 days. Narrative updated accordingly.

Event description:
Event [preferred term] (related symptoms if any separated by commas) sugar levels are high [blood glucose increased], novopen is completely broken [device breakage], not been able to take her dosage for the past two days [drug dose omission by device] patient leaves the needle attached to the pen between injections [product storage error] patient adjusts the dose in clicks according to the prescribed dosage [wrong technique in device usage process]. Case description: this serious spontaneous case from india was reported by a consumer as "sugar levels are high(sugar blood level increased)" with an unspecified onset date, "novopen is completely broken(device breakage)" with an unspecified onset date, "not been able to take her dosage for the past two days(drug dose omission by device)" with an unspecified onset date, "patient leaves the needle attached to the pen between injections(device stored with needle attached)" with an unspecified onset date, "patient adjusts the dose in clicks according to the prescribed dosage(wrong technique in device usage process)" with an unspecified onset date, and concerned a 33 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart) from unknown start date for "drug use for unknown indication", historical drug: allstar brand pen (non codable) concomitant products included - lantus (insulin glargine) cartridge holder did not detach from the pen body. Patient always checks the insulin flow before injecting (insulin flow was checked once the insulin was filled or after assembling the pen - before injection). Patient reuses the needle (not specified) for up to 2 days and then always changes it. Force needed to inject felt normal as always. Patient adjusts the dose in clicks according to the prescribed dosage.no changes in diet or exercise, as the patient has recently delivered a baby. Needle was always attached straight on at a 180-degree angle. The fiasp insulin in use was stored at normal room temperature and not kept in the freezer. Action taken to fiasp was not reported. The outcome for the event "patient leaves the needle attached to the pen between injections (device stored with needle attached)" was not reported. The outcome for the event "patient adjusts the dose in clicks according to the prescribed dosage (wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - sugar levels are high (sugar blood level increased) : unknown , novopen is completely broken (device breakage) : unknown , not been able to take her dosage for the past two days(drug dose omission by device) : unknown , patient leaves the needle attached to the pen between injections(device stored with needle at-tached) : unknown , patient adjusts the dose in clicks according to the prescribed dosage(wrong technique in device usage process) : unknown . Company's causality (novopen 4) - sugar levels are high(sugar blood level increased) : possible , novopen is completely broken(device breakage) : possible , not been able to take her dosage for the past two days(drug dose omission by device) : possible , patient leaves the needle attached to the pen between injections(device stored with needle at-tached) : possible, patient adjusts the dose in clicks according to the prescribed dosage(wrong technique in device usage process) : possible . Reporter's causality (fiasp) - sugar levels are high(sugar blood level increased) : unknown , novopen is completely broken(device breakage) : unknown, not been able to take her dosage for the past two days(drug dose omission by device) : unknown , patient leaves the needle attached to the pen between injections(device stored with needle at-tached) : unknown , patient adjusts the dose in clicks according to the prescribed dosage(wrong technique in device usage process) : unknown . Company's causality (fiasp) - sugar levels are high(sugar blood level increased) : possible , novopen is completely broken(device breakage) : possible, not been able to take her dosage for the past two days(drug dose omission by device) : possible , patient leaves the needle attached to the pen between injections(device stored with needle at-tached) : possible , patient adjusts the dose in clicks according to the prescribed dosage(wrong technique in device usage process) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission case has been updated with following information trained user field updated as yes lantus was captured as concomitant device stored with needle attached and wrong technique in device usage process were updated. Information related to needle, insulin usage, flow check were added medical history (historical drug) added in narrative device narrative updated case narrative updated accordingly. References included: reference type: e2b company number reference ID#:(B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2026-00022 reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer comment: 04-feb-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. However, incorrect handling of device such as storing the device with needle attached between injections can affect the mechanical function of the device.

Event description:
Event [preferred term] (related symptoms if any separated by commas) sugar levels are high [blood glucose increased], novopen is completely broken [device breakage], not been able to take her dosage for the past two days [drug dose omission by device]. Case description: this serious spontaneous case from india was reported by a consumer as "sugar levels are high(sugar blood level increased)" with an unspecified onset date, "novopen is completely broken(device breakage)" with an unspecified onset date, "not been able to take her dosage for the past two days(drug dose omission by device)" with an unspecified onset date,and concerned a 33 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart) from unknown start date for "drug use for unknown indication", patient's weight: 103 kg, patients height and body mass index were not reported, medical history was not provided. Obstetric history was not reported. Since an unknown date patient's novopen 4 was completely broken. Her sugar levels were high, and she had not been able to take her dosage for the past two days. Batch numbers: novopen 4: has been requested fiasp: has been requested. The outcome for the event "sugar levels are high(sugar blood level increased)" was unknown. The outcome for the event "novopen is completely broken(device breakage)" was not reported. The outcome for the event "not been able to take her dosage for the past two days(drug dose omission by device)" was not reported. Reporter's causality (novopen 4) - sugar levels are high(sugar blood level increased) : unknown . Novopen is completely broken(device breakage) : unknown . Not been able to take her dosage for the past two days(drug dose omission by device) : unknown . Company's causality (novopen 4) - sugar levels are high(sugar blood level increased) : possible . Novopen is completely broken(device breakage) : possible . Not been able to take her dosage for the past two days(drug dose omission by device) : possible . Reporter's causality (fiasp) - sugar levels are high(sugar blood level increased) : unknown . Novopen is completely broken(device breakage) : unknown . Not been able to take her dosage for the past two days(drug dose omission by device) : unknown . Company's causality (fiasp) - sugar levels are high(sugar blood level increased) : possible . Novopen is completely broken(device breakage) : possible . Not been able to take her dosage for the past two days(drug dose omission by device) : possible . Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.